Manufacturer narrative:
Sample device was received from the complainant by argon medical on 1/2/2020. Device is in the process of evaluation. Follow-up report of evaluation findings will be provided by 1/27/2020.

Manufacturer narrative:
One sample was returned for review. The dilator was visually confirmed to be detached from the hub. Although operating within validated parameters, the hub over-molding process was being run on the low temperature side of the process that resulted in an inadequate bonding. An engineering study was performed to demonstrate that a higher temperature will improve the hub-to-tubing bond strength. Plans for a full validation to establish the optimized upper, lower, and nominal process settings will follow.

Manufacturer narrative:
Sample device was returned to argon from sterilization on 1/17/2020. Investigation is in progress. Follow-up report will be provided by 2/14/2020.

Manufacturer narrative:
Sample device has not yet been returned to argon medical. Second request for sample to be returned for investigation was sent on 12/16/2019. Follow up will be provided with any additional details if available by 1/15/2020.

Event description:
Physician was attempting to use micro introducer during a procedure to treat the great saphenous vein (gsv). The lumen was flushed prior to use. The IFU was followed during preparation, procedure and post procedure. It was reported that the blue insert broke off when it was removed from the white sheath. The device was pulled out and another one used and all pieces accounted for. A laser was used instead of rfa to complete the procedure. There was no patient injury reported. The blue insert was safely removed from the patient.